Event description:
It was reported that during an unknown procedure using an ambient super turbovac 90 ifs wand, the surgeon alleged that the wand was not working properly and requested a new wand to be opened. Upon opening the second wand, the surgeon commented that he did not want to use this wand either and requested a new device. The procedure was ultimately completed using a competitor's product. There were no significant delays or patient complications reported as a result of this procedure.